Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was completed using another system. A philips field service engineer (fse) went onsite and analysed the system log files, which indicated an error "connection lost with fd controller". The fse replaced the flat detector. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.